Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 15 mg/ml at 5 mg/day via an implanted pump. It was reported the pump seemed to not be working effectively. It seemed to not be delivering drug a few weeks before replacement was scheduled. There were no known environmental/external/patient factors that may have led or contributed to the issue, just normal activity. Regarding diagnostics, it was noted the doctor said that during one of his recent refills that another physician had issues aspirating the catheter. A pump replacement was scheduled and performed on the date of this report and the pump was discarded. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that it was first noticed that the pump was not working effectively about a year and a half ago. With regards to the cause of the pump notworking effectively it was noted that the volume taken out for routine refills was not equal to the telemetry in the pump; therefore, they assumed the pump was failing. The cause of the issue aspirating the catheter was not determined. Once they were in the replacement surgery, they were able to aspirate the catheter, so no further actions/interventions would be taken with regards to the catheter. Replacement of the pump resolved the issue. The patient seemed to be doing fine.